Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1003, indicating that the projected voltage is lower than the longevity. The device also exhibited beeping. Technical services (ts) reviewed the reports and determined that the device was prematurely depleting. The beeping was a result of the premature battery depletion (pbd). Ts recommended replacing the device or re-evaluating the battery in 90 days' time. The device remains in use. No adverse patient effects were reported.